Manufacturer narrative:
Per the clinic, the patient experienced a skin breakdown.

Event description:
Per the clinic, the patient experienced an skin flap infection and necrosis at the implant site and was treated with oral and intravenous antibiotics. However, the issue was not resolved. The device was then explanted on (B)(6) 2024. The patient also underwent skin revision surgery during the explant surgery. It is unknown if there are plans to re-implant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on may 03, 2024.